Event description:
It was reported that during a procedure with a fast fix, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. Both implants were removed from the body. No patient injury was reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in poor condition and disfigured. T1, t2 and suture were not returned. The delivery needle is bent upward, twisted and disfigured. The disfigurement impedes the functional test as well. This device no longer cycles or actuates due to damage. The needle is now physically more representative of a straight needle device. Straight configured product is available for purchase. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause was confirmed with regards to the manufacturing of the device.